Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2019-53621.

Event description:
A customer reported a vitrectomy probe could not cut and actuation failed occurred during procedure. The procedure was completed after replacing the product with another one. The condition of aspiration is unknown. There was no harm to the patient.

Manufacturer narrative:
One opened probe was received. At the time of sample receipt it was observed that the aspiration tubing was bent. Bent aspiration tubing would not contribute to the reported cutting or actuation failures. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material around the port and on the welded cap of the needle. The sample was then functionally tested for actuation, aspiration, and cut and was found to be conforming for all three functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are no additional complaints associated with the component lots for the reported issue. The returned sample was found to be functionally conforming, therefore cutting and actuation failures as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).